Event description:
Pt is 39 year old male with non-hodgkin's lymphoma. A double-lumen catheter was placed in the pt's left subclavian vein on 11/18/96 in order to undergo chemotherapy. Pt tolerated procedure without complications. On 11/29/96, pt was admitted to the services of radiology for removal of the catheter, which had fractured near its insertion site. Fragment is about 5-6" in length, and was removed via the inferior vena cava. Pt tolerated procedure well, but began bleeding diffusely from the left groin just prior to d/c. Pt was subsequently admitted for bedrest and observation overnight, and discharged on 11/30/96. Remainder of catheter was explanted in physician's office on 12/3/96 and discharged.